Manufacturer narrative:
No established or suspected causal relationship between the device and the death events incidence and predictors of target lesion failure in patients undergoing contemporary des implantation¿individual patient data pooled analysis from 6 randomized controlled trials. Https://doi.org/10.1016/j.ahj.2019.03.011. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted in which data from 6 prospective, randomized controlled trials were combined to analyze contemporary drug-eluting stents (des) in an overall population of 10,072 patients. The study assessed incidence and predictors of target lesion failure in patients undergoing contemporary des implantation 1811 resolute integrity des among other non medtronic devices were used to treat lesions in the left and right circumflex, left anterior descending and left main arteries exhibiting moderate/severe calcification and tortuosity. Clinical outcomes reported included death (cardiac and non cardiac), tv-myocardial infarction, stent thrombosis and target vessel re vascularization.